Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 11/05/2025, a sales representative reported via phone that (2) ar-3680 fibertak® button implant systems second stitch would not pull through the anchor. This occurred during a rotator cuff biceps tenodesis on (B)(6) 2025, the first device pulled out the patient after the stitch would not pull through, the second device was attempted and the same thing occurred. A third ar-3680 was used and worked accordingly. This resulted in a ten-minute delay and it is unknown if additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.